Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure it was noted that the right ventricular lead exhibited high capture threshold. Under fluoroscopy it was confirmed that the rv lead had dislodged. The lead was repositioned successfully. There were no patient consequences.